Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient presented with back pain status post work related injury. The patient presented with the pre op diagnosis of l4-5 disk disease. The patient underwent the following procedure: an l4-5 anterior lumbar inter body fusion with radical discectomy and lt inter body cage placement with infuse use and fluoroscopic guidance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient presented sharp back pain and back spasms and chest pain. The patient reported having experienced a fall approximately one month prior. A chest x-ray demonstrated a slightly enlarged heart and pulmonary trunk. A lumbar spine x-ray demonstrated a l4-5 interbody stretch graft in expected position. No fracture; mild degenerative discopathy in the lower thoracic and upper lumbar spine. On (B)(6) 2012 the patient presented pain and reported having hurt his back. A lumbar spins x-ray demonstrated post l4-5 fusion with metallic fusion device in disc space. No fracture of subluxation the remaining disc space are maintained. On (B)(6) 2013 patent presented neck, shoulder, and back pain. In multiple physical therapy session between (B)(6) 2013 the patient presented with pain. On (B)(6) 2013 the patient presented with abdominal pain and rectal bleeding. On (B)(6) 2013 the patient presented with an abscess on the right forearm from an insect bite.

Event description:
It was reported that on (B)(6) 2004: the patient underwent x-rays of the chest. Impression: no acute cardiopulmonary process. On (B)(6) 2004: the patient presented with l4-5 degenerative disk disease. The patient underwent an l4-5 anterior lumbar interbody fusion with radical discectomy and lt interbody cage placement with rhbmp-2/acs use and fluoroscopic guidance. Per the op notes, 14 mm x 23 mm lt cages by danek were used. Once the cage was placed in the space, two extra rhbmp-2/acs sponges were packed between the left-side of the cages. No complications were noted. Two ap views and a single lateral view of the lower lumbar spine and upper thoracic spine were obtained. On the single lateral view, bone cages are noted in place in what is presumed to be the l4-l5 disc space assuming five non-rib bearing lumbar vertebral bodies. In the pa projection, this appears to be lower possibly at the l5-s1 level, but is probably due to positioning. Disc height is felt to be well-maintained. Vertebral bodies are in good alignment. Three video spot films of the lumbar spine obtained during posterior/anterior fusion. Bone cages are noted in place l4-l5 level in good position. Th ere is also bone plate expanding the spinous processes of l4 and l5. The vertebral bodies are in good alignment. The disc heights are well maintained. Impression: anterior posterior fusion changes l4-l5 in good alignment and position. Ap and lateral views of the lumbar spine were obtained with portable technique at 4:45 p.m. Vertebral bodies appear in good alignment and position. Vertebral body height and disc height is fairly well maintained. Two bone cages are noted in place at the l4-l5 disc space. Disc height is well maintained. Posterior fusion changes are noted with metal plates along the spinous processes of l4 and l5. Surgical skin staples are noted in place. Impression: right anterior and posterior lumbar effusion changes are noted at l4-l5. Vertebral bodies are in good alignment. On (B)(6) 2004: the patient was discharged home. Two views of the chest show the heart and mediastinal structures to be normal in size. Lung fields are well expanded. No infiltrate, effusion or mass lesion is seen. Bony structures and soft tissues appear unremarkable. No change from (B)(6) 2004. Impression: normal heart size.